Manufacturer narrative:
The pump was received with a detached end cap. Unable to perform the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and no delivery tests due to the detached end cap. The pump had a broken reservoir tube lip, a missing reservoir tube o-ring, a cracked reservoir tube window, a broken battery cap, cracked battery tube threads and minor scratches on the lcd window. The reservoir locked properly into the reservoir compartment.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that she was hospitalized for diabetic ketoacidosis due to high blood glucose. Customer's blood glucose was 580 mg/dl. Customer mentioned she was not wearing the device at time of hospitalization but was unknown for how long. Customer stated the infusion set would disconnect at the quick release on its own. After troubleshooting, customer agreed to return the device for analysis.